Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "check pads" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6;medical device problem code. Evaluation results: zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed evidence that the device did recognize a patient impedance and did prompt the user to "stand clear" with a "shock advised" determination. However; the log does not show any shock button presses and after 30 seconds, the device internally discharges the energy. The device then analyzes the signal again, advised a shock and again no shock button presses to discharge the energy were logged. This occurs several more times until the device returns a "no shock advised" determination and the log recorded a shock button press. The user then changes to manual mode charges the device and presses the shock button successfully delivering a shock. The information shown in the logs contradicts the reported claim. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.